Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a damage retainer ring. Customer stated that the reservoir did not lock into place. Customer stated that insulin pump was not drop or bumped. Customer also reported that they experienced low blood glucose level while using donate insulin pump. Blood glucose value was unknown and treated with food low blood glucose. Customer allege insulin pump was over delivering insulin. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.